Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of touch contamination, fungus in stomach, cramps and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal pd4 ambuflex therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced touch contamination. On (B)(6) 2012, the patient experienced peritonitis, fungus in stomach and cramps. The cause of the peritonitis was touch contamination. Treatment for the peritonitis was unspecified antibiotics. On an unreported date, the patient recovered from the events of cramps and fungus in the stomach. The patient was recovering from the event of peritonitis. An outcome for the event of touch contamination was unknown. An opinion of causality was not reported for the events of touch contamination, cramps and fungus in the stomach. Per the patient, the event of peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11j24015 and h11i04034 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.